Manufacturer narrative:
A ge svc rep performed an onsite investigation, and could not duplicate the reported problem. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a generator error message and would not boot up. No pt injury was reported.